Event description:
It was reported that the patient's blood glucose (bg) level reached 595 mg/dl while the pod was worn on the arm between 25 and 36 hours. Multiple bolus doses were administered (7 units, then 8 units, followed by another 7 units) but bg levels remained elevated. The patient exhibited symptoms of nausea and vomiting and was diagnosed with an infection. The patient's mother took them to the emergency room (ER). Treatment included IV fluids, insulin, potassium, and antibiotics. The pod was removed during the ER and the patient had not been discharged at the time of reporting.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.